Event description:
Pt had a 24 ambulatory eeg using collodion as the adhesive and bio-logic silver/silver chloride electrodes attached to the skin. The pt presented 24 hours after the electrodes were attached to the lab with blisters at the electrode site. The lab sent the pt to the ER for examination and treatment of the blisters. The next pt to get a 24 hour ambulatory test had the same electrodes attached 2 days after the event and returned to the dept 3 days after event date. This pt had one blister when pt came to the department and did not see the doctor. Pt called the next day to say that several other blisters did show up. To the knowledge of the dept, this pt did not seek medical attention. They have tried to follow up with pt but pt has been unavailable. They did follow up with the first pt. Pt did not improve substantially. The pt had a follow-up visit to a dr and the lab checked with the physician and the pt was fine. The pt had ten20 conductive used as the conductive paste. They did not do any 'prep' with product, nuprep. The second pt had skin prep nuprep used on pt as well as ten20 conductive. The extent of injury of the second pt was not severe and does not reach the threshold of reporting under MDR, however it is of interest to the lab that both pts had an unusual reaction to the procedure. It was of further interest to the lab that the silver/silver chloride electrodes that were used by these two pts were new from the MFR and had not been used by the lab. These were the first two pts that the electrodes were used on.

Event description:
Pt had a 24 ambulatory eeg using collodion as the adhesive and bio-logic silver/silver chloride electrodes attached to the skin. The pt presented 24 hours after the electrodes were attached to the lab with blisters at the electrode site. The lab sent the pt to the ER for examination and treatment of the blisters. The next pt to get a 24 hour ambulatory test had the same electrodes attached two days after event date and returned to the department three days after event date. This pt had one blister when pt came to the department and did not see the doctor. Pt called the next day to say that several other blisters did show up. To the knowledge of the department, this pt did not seek medical attention. They have tried to follow up with pt but pt has been unavailable. They did follow up with the first pt. The pt did improve substantially. The pt had a follow-up visit to a doctor and the lab checked with the physician and the pt was fine. The pt had ten20 conductive used as the conductive paste. They did not do any 'prep' with co's product, nuprep. The second pt had skin prep nuprep used on the pt as well as ten20 conductive. The extent of injury of the second pt was not severe and does not reach the threshold of reporting under MDR, however it is of interest to the lab that both pts had an unusual reaction to the procedure. It was of further interest to the lab that the silver/silver chloride electrodes that were used by these two pts were new from the MFR and had not been used by the lab. These were the first two pts that the electrodes were used on.